Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated implant was not working. To date, the device remains in service. No adverse patient effects were reported.